Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned partially closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; the jaws closed and opened properly. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw did not open when the device was fired without clamping tissue to load the clip into the jaw before use on patient. Besides, the trigger did not to return to the home position. The doctor returned the trigger to the home position by hand, but the jaw did not open. Another device was used to complete the case. There were no adverse consequences to the patient.